Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Ejected clip, broken jaw at bifurcation. The analysis results of the el5ml found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality, however the one jaw was noted to be broken at bifurcation. The remaining clips were ejected due to the found condition of the jaw. Evidences of corrosion on the broken area were noted. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the el5ml found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality, however the one jaw was noted to be broken at bifurcation. The remaining clips were ejected due to the found condition of the jaw. Evidences of corrosion on the broken area were noted. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. The device locked as intended but the orange indicator did not show up completely. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # f9hx5k, expiration date: 10/2014, manufacturing date: 11/2009. Ejected clip, broken jaw at bifurcation.

Event description:
It was reported by hvt sales representative that an edwards valve was explanted due to perivalvular leak. The valve was originally implanted in 2004. During surgery it was discovered that there was a tear, it is not known if tear was on one of the leaflets or the sewing ring. Sales representative will return the device. The device is in pathology and will be returned once pathology releases device to rep. On 07/27/10 call from sales rep. Indicating that the hospital will not release the device without patient authorization. Sales rep. Indicated to follow up with surgeon's office for operative report. On 08/11/10 faxed operative report request to surgeon's office.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor used the instrument at the cystic duct. A side of the jaw was completely out from the instrument during the case. The case was done well with another clip. There were no adverse consequences for the pt.